Manufacturer narrative:
Dealer alleges the front caster gave out and the consumer slid out of the chair onto the pavement. A 911 was called. Device maintenance history is unk. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Nature of complaint suggests potential maintenance issue and/or impact damage. No details of the alleged injury have been reported. MDR filed as a conservative measure due to alleged medical intervention.

Event description:
The consumer alleges the front left caster broke, causing the consumer to fall out of the chair onto the pavement. No serious injury is alleged.